Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. Prior to device implant, complete left bundle branch block occurred. A pre-dilation was performed using a 20mm non-abbott balloon. The navitor valve was implanted in one deployment at a final implant depth of 4.35mm from the non-coronary cusp and 5.73mm from the left coronary cusp. The valve position after release was considered satisfactory and there was no leak present. At the end of the procedure, the complete left bundle branch block continued. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. After the procedure, the patient experienced a fever of 38.5c without other symptoms. Paracetamol was administered. 12 hours post procedure, the patient did not show any conduction disturbances. On (B)(6) 2023, complete heart block occurred again, and a dual chamber permanent pacemaker was implanted. On (B)(6) 2023, the patient's temperature was measured as 37.7c. Paracetamol was administered again. Blood and urine tests were performed but no active infection was detected. The following day, the patient's fever resolved. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event complete left bundle branch block and fever was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.